Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/13/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be duplicated. The review of the black box data and the alarm history showed one motor load error alarm. The ez-prime steps were performed correctly with no call service alarm occurrences. In addition, no errors or warnings occurred during the investigation, the product performed within specifications. Upon removal of the pump¿s cover, no intermittent condition was found to the motor flex and connector. Unrelated to the original complaint, the battery compartment was noted to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.